Event description:
It was reported the patient was symptomatic (felt syncopal). It was also reported the lead was replaced due to "lead failure". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.